Manufacturer narrative:
Trackwise # (B)(4). Updated information: e1, g4, g7, h2, h3, h6, h10. Corrected sections: d4- device serial # not needed, corrected sections- h6 device code changed to electrical issue. The device was returned to the factory for evaluation on 28jan2020 and investigation was conducted on 13feb2020. Signs of clinical use and slight evidence of blood and charred tissue was observed on the heater wire. The insulation that is above the jaws are peeled off but remained attached to the shaft. The jaws also looked loose since the clevis pin is broken. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. The device was not evaluated for electrical/cautery function since the hot jaw appeared to be damaged. Based on the returned condition of the device, the reported failure "electrical issue" is confirmed. The analyzed failures "material twisted/ bent wire" , "peeled;shaft", and "broken;jaw" were also confirmed. The DHR was reviewed for the reported failure ¿broken;jaw¿ and "peeled;shaft". The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro 2. They were doing an evh procedure, radial artery. The cutter did not want to work and when they removed it they saw it was damaged. Another device was opened and that cutter used. Same thing happened and they had to abort and revert to ovh procedure.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro 2. They were doing an evh procedure, radial artery. The cutter did not want to work and when they removed it they saw it was damaged. Another device was opened and that cutter used. Same thing happened and they had to abort and revert to ovh procedure.